Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is 375 mg/dl. The customer¿s other blood glucose was 298 mg/dl and 200 mg/dl. The customer also report the unexpected restart. A cold reset was performed alarm and external ram crc error and . The customer was able to clear the alarm and able to rewind the insulin pump. The customer also state that unexpected restart. A cold reset was performed alarm recur during normal use. The customer state that drive support cap appears normal. The customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart. No unexpected off no power, low battery, weak battery , battery out limit, failed battery test, unexpected restart alarms or reset time or date anomaly after change battery noted during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, compromised force sensor system test, excessive no delivery test and displacement test or verify low reservoir alarm or possible over or under delivery anomaly due to completely broken reservoir tube lip.